Event description:
It was reported to boston scientific corporation that speedband superview super 7 device was used in the esophagus during a ligature procedure performed on (B)(6) 2022. During the procedure, two bands were successfully deployed on the varices; however, it was not possible to deploy the third band. The procedure was completed with this device. There was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.